Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The housing was removed for inspection and the instrument was found to have a conductor wire broken at the proximal end in the main tube. The instrument failed the electrical continuity test. No signs of thermal damage were observed at the proximal backend. A review of the instrument log for the force bipolar instrument associated with this event confirmed that the instrument was last used on (B)(6) 2020 on system sk3399. The alleged event occurred on the second use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not activate. The customer reportedly switched out the bipolar cord with no success in resolving the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained partial patient demographic information, and confirmed that no harm occurred to the patient as a result of the reported issue.